Event description:
Information received indicates while performing preventive maintenance, the brake would not hold.

Manufacturer narrative:
The technician replaced the brake/steer caster to repair the bed.